Event description:
Customer's wife called to report that ther husband was hospitalized because of high blood glucose levels (bg's). He had worn the pod for less than 24 hours, and his bg's ranged 220 mg/dl - high before going to the ER for an insulin drip. No further info is available.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with the retainer that allowed a component to move resulting in damge. This damge prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.